Manufacturer narrative:
Block a1: patient ID: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2023. As part of the mantis clip study for subject (B)(6). During the procedure, the clip did not deploy properly but then deployed due to a locking mechanism. It only grasped and locked onto one side of the tissue. Additionally, the clip arms bent due to insufficient pressure. There were no patient complications reported as a result of this event.